Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. Customer's blood glucose level was approximately 200 mg/dl. Reportedly, the customer changed the pump supplies to address the reported issue.